Event description:
It was reported that the bd phaseal optima injector (n35-o) experienced foreign matter in the fluid path. The following information was provided by the initial reporter: technician continues to have tiny bits of material (looks like membrane) left on top of all protector membranes after disconnecting injector, after drawing up medication. We even switched out their product. Today one of the bits was red from doxorubicin so it is visible.

Manufacturer narrative:
H6: investigation summary no photos or physical samples of the injector that display the reported condition were provided for investigation. Two photos which show the protector attached to a vial were provided to our quality team for investigation. Upon visually inspecting the photos, no fragments can be observed on the membrane of the protector or within the vial. Fragmentation testing is performed during manufacturing to evaluate any particulates generated after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed. Based on the available we are not able to identify a definitive root cause at this time. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence. H3 other text : see h10.

Manufacturer narrative:
(B)(6). Device expiration date: unknown. Device manufacture date: unknown. Nvestigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes visual and functional evolutions throughout manufacturing, including fragmentation testing to evaluate any particulates generated after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a definitive root cause at this time. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence. Investigation conclusion: bd was not able to duplicate or confirm the customers indicated failure as no lot information or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
It was reported that the bd phaseal optima injector (n35-o) experienced foreign matter in the fluid path. The following information was provided by the initial reporter: technician continues to have tiny bits of material (looks like membrane) left on top of all protector membranes after disconnecting injector, after drawing up medication. We even switched out their product. Today one of the bits was red from doxorubicin so it is visible.